Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that a hl20 pump with serial# (B)(6) displayed the error message "beltslip" and ¿runaway¿. Further the temperature sensors were defect and that the batteries did not had enough capacity left. The event occurred during service. No harm to any person was reported. The reported failure runaway can lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
As part of the transfer of a hl20 device from one hospital to another the customer requested an inspection of the device through getinge. During this service it was reported that a hl20 pump with serial# (B)(6) displayed the error message "beltslip" and ¿runaway¿. Further the temperature box was identified as defect, the batteries did not had enough capacity left and the belts were defect. Also, the temperature and bubble sensor were missing. No harm to any person was reported. The reported failure runaway can lead to an unintentional pump stop. Therefore, a report is required. All other failures are not reportable. A getinge field service technician (fst) was sent for investigation and repair on 2025-12-02. The failure could be reproduced and it was determined that the following parts need to be replaced - belts, -batteries, -temperature box, -temperature sensor, -bubble sensor. However, the customer does not want to repair the device at the moment. The affected parts were not made available for further investigation at the manufacturer. As confirmed by the getinge field service technician the belt kit was not replaced for over 12 months. Therefore, the root cause for the failure "defect belts, beltslip" and "runaway" was determined as overdue belt kit replacement. According to the instruction for use of the hl20 chapter 10 maintenance, the user hast to get the device inspected every 12 months by authorized service personnel. During this service the belt kit has to be replaced if they are over their service life of 12 months as described in the service manual chapter 4.2. As confirmed by the getinge field service technician the batteries were not replaced for over 12 months. Therefore, the root cause for the failure "not working on batteries" was determined as overdue battery replacement. According to the hl 20 instruction for use chapter 10 maintenance requires that the batteries are replaced in an interval of 12 months by authorized service personnel. Further according to chapter 5.8.1 check before every application the user shall always check the battery voltage before every treatment by using the hl20 in battery mode. The device was transferred by the customer to another hospital. No information was provided on why the temperature and bubble sensor were missing. The customer was not complaining about this fact, no root cause could be determined for. Due to the age of the device (over 11 years old) the most probable root cause for the defect temperature box was determined as aging of the component. The review of the non-conformities has been performed on 2025-12-04 for the period of 2014-01-28 to 2025-11-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "defect belts, batteries, temperature box, error beltslip, runaway, missing temperature sensor, missing bubble sensor " could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
As part of the transfer of a hl20 device from one hospital to another the customer requested an inspection of the device through getinge. During this service it was reported that a hl20 pump with serial# (B)(6) displayed the error message "beltslip" and ¿runaway¿. Further the temperature box was identified as defect, the batteries did not had enough capacity left and the belts were defect. Also, the temperature and bubble sensor were missing. No harm to any person was reported. The reported failure runaway can lead to an unintentional pump stop. Therefore, a report is required. All other failures are not reportable. Complaint ID (B)(4).